Manufacturer narrative:
H3: analysis of the device was completed, customer's complaint can be confirmed; the trigger doesn't react properly. Sometimes the ipc shows the message 'locked' while pushing the trigger. The quick connect drill head swings while turning. H6: codes updated. Previously applied codes fdm b17, fdr c20 , fdc d16 and img g04063 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mazor x spinal fusion procedure, there is a glitch on the trigger button which is causing to not make contact and start the driver and initiate/trigger softly. Rather, the device becomes irresponsive or gives a kick/ kickback that the user have to use at a relatively high speed. There was no patient impact.